Event description:
A positive test result from the (B)(6) testing called cologuard, my drs were very concerned and subjected me to a double colonoscopy and a dng with both showing negative results. Positive cologuard test result required extensive evaluation procedures to verify that it was false. Could have been minimized if provider identified if it was blood or dna, lack of info provided in the final report to the drs contributed to add'l testing to verify that it was a false positive result. The (B)(6) testing called cologuard performed (B)(6) 2018 test type of stool dna-biomarkers with hemoglobin immunoassay and not state which one is applicable to me . Consequently the drs were concerned if it was dna then there must be some form of cancer in the colon subjected me to a double colonoscopy, on (B)(6) 2018 followed by a dng on (B)(6) 2018 day after fathers day, both tests showed negative for physical cancer. Upon receiving the report, I noted that the test report small print does not state if it was blood or dna so, I called (B)(6) and was told that they did not know, this info would have been helpful in the recommended physical examinations. There I am asking that you require (B)(6), in positive test only to put in the final report to the dr whether it was blood positive or dna. It is advertised as dna per dr (B)(6) discussion with me and a rep of (B)(6).